Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 322 was confirmed and reproduced. It was determined that the upper latch switch was the failing component which caused this error. The upper auxiliary assembly (containing the latch switch) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing, a spectrum pump had system error 322. There was no patient involvement.